Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the steel wires at the pulley of the maryland bipolar forceps instrument broke while gently gripping the lung parenchyma. A fragment fell into the patient and was retrieved during the same procedure. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.